Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009 ((B)(6), weight unknown). According to the complainant, during the procedure the doctor put the jagwire through the ultratome guidewire port into the central bile duct. The physician noted that the distal tip of the guidewire had fallen into the patient's intestine. The physician did not attempt to retrieve the guidewire fragment because it was believed that it would not cause any harm to the patient. The physician completed the procedure using another jagwire and the same ultratome with no complications. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure the doctor put the jagwire through the ultratome guidewire port into the central bile duct. The physician noted that the distal tip of the guidewire had fallen into the patient's intestine. The physician did not attempt to retrieve the guidewire fragment because it was believed that it would not cause any harm to the patient. The physician completed the procedure using another jagwire and the same ultratome with no complications. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complainant device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).